Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 27 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include difficulty speaking, difficulty walking, and hypoglycemia. It was reported that insulin delivery was suspended, yet it seemed as though the pod was still delivering insulin. To the patient. The patient was treated with a lot of juice and food to raise blood glucose levels. Pod treatment was suspended. The patient was released after spending 12 hours in the hospital. The pod was removed at the hospital and discarded.